Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and scheduled to be reloaded. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to properly save and recall pt image date. No pt serious injury or death was reported related to this event.